Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that gastrectomy surgery, the ligasure device was not sealing properly. Bleeding was noted but amount was not specified. No patient injury reported. Additional questions were extended without response.

Manufacturer narrative:
(B)(4). Date of follow-up report : 06/14/2016. One used lf1212 was received for evaluation. Visual inspection found no defects. The customer reported that the device was working properly, but it was found the clotting was not good. The reported condition was not confirmed. The device failed resistance testing. When plugged into a generator the device was recognized however the device failed to activate. The reported condition was not confirmed. Nothing was found during testing that would have contributed to the reported event.